Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room due to syncopal episode. The root cause has not been determined; however, there was high possibility of loss of capture or pacing inhibition due to noise. The patient was stable and would be monitored.